Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressings was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: keep v.a.c.® therapy on for at least 22 hours in a 24 hour period. Do not leave the v.a.c.® dressing in place if the therapy unit is switched off for more than two hours in 24. Do not tightly pack v.a.c.® dressings into the wound; place dressings gently into the wound. Foam placement: do not place any foam dressing into blind/unexplored tunnels. The v.a.c.®whitefoam dressing may be more appropriate for use with explored tunnels. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 ¿ 30 minutes, then gently removing the dressing from the wound.

Event description:
On (B)(6) 2018, the following information was reported to kci: the contact cast technician removed the dressing, and a foreign material alleged to be v.a.c.® granufoam¿ dressings was stuck to the patient's wound bed. Despite irrigation and soaking, the contact cast technician was unable to remove the foreign material. Upon further inspection by the physician and physician assistant, a larger piece of a foreign material alleged to be v.a.c.® granufoam¿ dressings was observed in ¿what may be a tunneled or undermined area.¿ the patient is scheduled for surgical retrieval on (B)(6) 2018. On (B)(6) 2018, the following information was reported to kci by the contact cast technician: the foreign material was found in the wound on (B)(6) 2018 and the patient was to have had surgery for foam retrieval on (B)(6) 2018. On (B)(6) 2018, an image was provided to kci by the contact cast technician: a review of the image by kci medical compliance identified an open wound area located on the inferior aspect of the left lateral malleolus with a small amount of bloody exudate. No evidence of periwound necrosis nor a retained foreign body was observed. On (B)(6) 2018, the following information was reported to kci by the physician: the patient's wound is healing nicely. On (B)(6) 2018, the following information was reported to kci: it is unknown if the patient experienced tunneling or undermining and confirmed there is no allegation v.a.c.® therapy caused or contributed to tunneling or undermining. There have been unsuccessful attempts made to obtain the v.a.c.® granufoam¿ dressings lot number, therefore a device history review could not be performed.

Manufacturer narrative:
MDR sent on 25-apr-2018 stated "on 28-mar-2018, the following information was reported to kci. Stated 28-mar-2018. Correction: "on 26-mar-2018, the following information was reported to kci." 26-mar-2018. Based on these corrections, kci's assessment remains the same; the foreign material alleged to be v.a.c.® granufoam¿ dressings was not returned to kci for identification; therefore, kci is unable to confirm its identity.

Event description:
On mar 26 2018, the following information was reported to kci: the contact cast technician removed the dressing, and a foreign material alleged to be v.a.c.® granufoam¿ dressings was stuck to the patient's wound bed.